Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated 413 mg/dl blood glucose with bolus wizard. Customer blood glucose reading went from 20 mg/dl to 600 mg/dl. Customer said self-test passed. On (B)(6) 2017, customer treated 413 mg/dl blood glucose with bolus wizard.